Manufacturer narrative:
Pump received with no button response due to unlocked keypad connector on lcd board. No clicking sound anomaly on keypad noted. Unable to perform rewind and basic occlusion, occlusion, prime, system sensor, excessive no delivery and displacement test due to no button response. The motor was tested outside the device and passed motor test. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4)

Event description:
The customer reported via phone call that the insulin pump up keypad button is not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for keypad but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.